Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump font was lighter and also screens was dimmer and fussy. Blood glucose was unknown. Troubleshooting was performed. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test or self test. No display anomaly noted during testing. The device was functioning properly. No cosmetic damage noted during visual inspection.